Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a3, b5, g3, g6, h2.

Event description:
It was reported the rasp collar broke during surgery. There was no delay to the procedure and the surgery was completed with a second device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6 attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided picture identified the rasp collar which shows deformation and signs of use (gouges, marks, scratches). Device not returned, further analysis cannot be made. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: italy proposed component code: mechanical (g04)- rasp. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the rasp collar was broken. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2.

Event description:
No additional information at the time of this report.